Event description:
It was reported that during the implant procedure, the left ventricular lead could not be inserted into the vein. The physician suspected a lead anomaly. The lead was not used and a new lead was implanted successfully. The patient was well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).